Event description:
A facility reported a hakim valve was implanted via v-p shunt on unknown date with unknown setting. After the operation, the symptoms did not improve even after adjusting the set pressure. A shunt contrast was performed and a crack was found in the peritoneal catheter. On (B)(6) 2022 only the catheter was removed, not the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823101) was returned for evaluation. Failure analysis - only 860mm of peritoneal catheter was returned for investigation. The catheter was visually inspected; no defects were noted. The catheter was leak and no leaks noted. The catheter was irrigated no occlusions noted. No root cause could be determined for the issue reported by the customer as no defect were found with the 860mm of peritoneal catheter. The possible root cause for the issue reported by the customer could have been due a sharp or pointed object coming into contact with the catheter, but at the time of investigation no crack/cut/tear issues were noted with the part of catheter returned.